Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed a portion of the hex was sheared from the instrument. Inspection determined the instrument was manufactured to specification. A review of the device history records found no documentation to indicate any non-conformance to specification.

Event description:
It was reported that the tip of the 3.2 hex driver broke off inside of the screw head during tightening and was unable to be removed from the screw. The broken fragment was left in the pt. There were no pt complications.